Event description:
New information notes that the lead continues to exhibit oversensing. The lead was capped and replaced on (B)(6) 2014.

Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that noise and myopotential was observed on the egms. The atrial sensitivity was changed from 0.2 mv to 0.7 mv.